Manufacturer narrative:
Follow-up # 1 date of submission 2/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/05/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads traveling down to the case seal and was cracked below the bumper at the case seal. It was also observed that the top of the returned battery cap was damaged and worn and the cap had stripped threads. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the keypad was peeling on the ¿ok¿ button side. All the buttons responded and there was no contamination under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap had stripped threads and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.